Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a bent trocar. The obturator was also cracked and fractured. The wall thickness of the cannula was measured and was found to be out of specification. Based on the condition of the returned unit and the event description, it is possible that the bent cannula was caused by the cannula wall thickness that was found to be out of specification, which could potentially cause the cannula to be more susceptible to bending during insertion. It is also possible that a high insertion force was applied to the trocar during insertion. It is possible that the obturator cracked and fractured due to a material abnormality or prolonged lipid exposure while the unit was in transit; however, the exact root cause could not be determined. The probability and criticality of harm resulting from this failure mode has been evaluated and were found to be at an acceptable level. A bent trocar is considered not reportable as it is unlikely to cause or contribute to death or serious injury. The event is being reported due to the fracture that was observed on the obturator during evaluation of the returned unit.

Event description:
Procedure performed: gastric sleeve. Event description: the rep was present for the case. Two trocars had been placed and pneumo established. It was mentioned that the peritoneum was tough to get through even with force. The pa was inserting the third trocar and was having to twist a little more than usual when the cannula and obturator bent at a 90 degree angle. The bend was about 3/4 of the way up the trocar. Pulled another cff03 to use in the case. Picture is attached. The device is available for return. Intervention: opened another cff03 to use in the case. Patient status: no patient injury.